Event description:
A caller reported experiencing a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the process, after which the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.